Event description:
Cormet revision due to pain, loosening and possible alval after six years.

Manufacturer narrative:
CAPA (B)(4). Pt notes, medical history, device details, explant and x-rays have been requested in order to progress with the investigation. Device history records to be reviewed.